Manufacturer narrative:
The compressor mini was reported for not starting. No parts have been replaced or returned for further investigation. The service report was not received. A failure in the compressed air supply could lead to an insufficient air pressure being delivered to the ventilator. Depending on the set o2-concentration this may cause a higher than set o2-concentration being delivered to the patient circuit. If no o2 is available this may lead to stop of ventilation. Alarms will be triggered and the operational checks will fail if this error occurs. Since no parts or service report were received for investigation the root cause cannot be determined. H3 other text : not enough information available to determine if the device has been evaluated.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer's ref #: (B)(4).